Event description:
A customer reported that the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.